Event description:
It was reported the patient¿s leads were removed, but the implantable neurostimulator (ins) was still implanted. MRI compatibility guidelines were requested. Additional information received reported a suspected spinal cord stroke. The patient had a sudden onset of paralysis about 3 days prior to the date of the report; a laminectomy was performed the following day but that did not help and paralysis had not improved at all since then. It was noted the patient¿s healthcare professional (hcp) did not think the spinal cord stroke was related to the spinal cord stimulation (scs) system and they intended to remove the ins so they could perform a full body MRI. Additional information has been requested. Refer to manufacturer report # 3004209178-2014-16007.

Event description:
Additional information received reported that the MRI results had not yet been received.

Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3887-45, lot# j0421678v, implanted: (B)(6) 2004, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 377775, lot# v004859, implanted: (B)(6) 2006, product type: lead. (B)(4).